Manufacturer narrative:
The occupation is lay user/patient.

Event description:
The patient stated that a lancet was protruding from the end cap of his coaguchek xs sc lancing device. The lancet was properly seated within the device. The end cap was also properly seated. The patient stated that the device was working fine until (B)(6) 2018. Nothing was broken off inside the lancet holder. The patient claims that the lancet was seated all the way down within the device, but was protruding from the end cap. No adverse events were alleged to have occurred. There were no injuries related to the protruding lancet. The patient's product was requested for investigation and replacement product was sent to the patient.

Manufacturer narrative:
The patient lancets were returned for investigation. The reported failure on protruding lancets could not be confirmed during the investigation. The customer sample was tested with all received customer lancets at all different pricking depth settings, for each attempt the needle was correctly retracted, ejected, and produced a puncture hole. The lancing device was disassembled for investigation, but no abnormality which could explain the customer's allegation was found. The lancing device works in accordance with specifications.